Event description:
The surgeon attempted to implant an aq2010v silicone three piece lens but the haptic broke in the cartridge prior to being inserted. There was no patient contact or injury. The nurse stated the surgeon probably pushed the lens too hard and it broke. An msi-pm injector and an aq cartridge fp, lot number 1192933 were used. The nurse was unable to recall the injector lot number.